Event description:
The laboratory has recieved many of these containers that were not leaking from the screw containers but rather from the tubing section. In some cases, irretrievable specimens have been lost in transport as a result of the leakage. The laboratory has attempted a number of methods to better seal these containers in order to prevent specimen loss, but with have had minimal success.